Event description:
This spontaneous report was received on 21-mar-2012 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2012, the consumer started using o.b procomfort multi pack (regular and super) vaginally, one tampon, six times a day for five days for menstruation (lot number 0961m2110, expiration date unspecified). After an unspecified duration, in the last five days of (B)(6) 2012, when she pulled out the tampon, it broke and some part of it remained inside her vagina. She developed fever, chills and had lack of energy. On (B)(6) 2012, the retained part of the device fell out. On (B)(6) 2012, she consulted her gynecologist, the details of which were not reported. She continued to use the device. After an unspecified duration, on (B)(6) 2012, the events of fever, chills and lack of energy resolved. As manufacturer has not received the sample involved in this complaint, confirmation of the alleged complaint was not possible. Batch record review, retain sample visual inspection and lot trend analysis did not yield any non-conformances or adverse trends for this lot. Disposition of complaint is undetermined at this time. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Event description:
Spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer from the united states. She had no known medical history and was not taking any concomitant medications. On an unspecified date in (B)(6) 2012, she started using o.b. Procomfort multi pack (regular and super) vaginally, one tampon, six times a day for five days for menstruation (lot number 0961m2110, expiration date unspecified). After an unspecified duration, in the last five days of (B)(6) 2012, when she pulled out the tampon, it broke and some part of it remained inside her vagina. She developed fever, chills, and had lack of energy. On (B)(6) 2012, the retained part of the device fell out. On (B)(6) 2012, she consulted her gynecologist, the details were not reported. She continued to use the device. On (B)(6) 2012, the events of fever, chills, and lack of energy resolved. As manufacturer has not received the sample, confirmation of the alleged complaint was not possible. Batch record review, retain sample visual inspection and lot trend analysis did not yield any non-conformances or adverse trends for this lot. Disposition is undetermined. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information from legacy review on (B)(6) 2012. Case was considered as reportable malfunction in the united states. Additional information received on (B)(6) 2012, from physician's assistant. Medical history included depression. Social history included alcohol consumption two glass/week. Family history included diabetes in father. Concomitant medications included brown seaweed extract, norco (acetaminophen and hydrocodone) 325 mg/7.5mg, half to one tablet orally every six hours as needed, ortho all flex arcing spring diaphragm 75mm, skelaxin (metaxalone) 800mg one to three tablet orally as necessary for muscle spasm, tylenol (acetaminophen) one to two every day per four to six hours for pain. Around (B)(6) 2012, she completed her menses. During her periods she developed fever for two days and had loss of energy that continued for another ten days. On (B)(6) 2012, she developed spotting again and had cramping for a day. She continued to have some cramping and felt moody. On (B)(6) 2012, the retained part of the device fell out. She suspected it to be miscarriage and consulted gynecologist on (B)(6) 2012, along with the retained part. The gynecologist inspected the object and recognized it as ob tampon. The gynecologist performed an unspecified vaginal examination to confirm nothing left inside her vagina which came out positive. Physical exam revealed a fair amount of yellow discharge in vagina. A bacterial swab was negative. She was diagnosed with foreign body in vulva and vagina. No treatment was indicated. After an unspecified duration, the events of vaginal discharge and cramps resolved. In (B)(6) 2012, vaginal spotting resolved. The report remains serious and a reportable malfunction case in the united states. Additional information received on (B)(6) 2012, from a physician. She visited gynecologist on (B)(6) 2012, for vaginal irritation and itching since two months. After her last menstrual period on (B)(6) 2012. A sore was confirmed, followed with itching. Medical history included abnormal or painful periods, pms (pre menstrual syndrome), vaginal bleeding and haematuria. A genital exam revealed erythema, inflammation at the posterior introits and was diagnosed with bacterial vaginitis and vaginal candidiasis. She was prescribed metronidazole 500mg one, twice daily for seven days and terconazole 0.4% cream to insert one applicator into vagina at bedtime for seven nights and multivitamins tablets once daily. Wet prep result was positive for clue calls, hyphe, and buds. The events bacterial vaginosis and vaginal candidiasis were not resolved. The report remains serious(medically significant) and a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2012, the consumer started using o.b procomfort multi pack (regular and super) vaginally, one tampon, six times a day for five days for menstruation (lot number 0961m2110, expiration date unspecified). After an unspecified duration, in (B)(6) 2012, when she pulled out the tampon, it broke and some part of it remained inside her vagina. She developed fever, chills and had lack of energy. On (B)(6) 2012, the retained part of the device fell out. On (B)(6) 2012, she consulted her gynecologist, the details of which were not reported. She continued to use the device. After an unspecified duration, on (B)(6) 2012, the events of fever, chills and lack of energy resolved. As manufacturer has not received the sample involved in this complaint, confirmation of the alleged complaint was not possible. Batch record review, retain sample visual inspection and lot trend analysis did not yield any non-conformances or adverse trends for this lot. Disposition of complaint is undetermined at this time. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received from legacy review on (B)(6) 2012. The case was considered as reportable malfunction in the united states. Additional information received on (B)(6) 2012 from physician's assistant. The medical history included depression. The social history included alcohol consumption two glasses per week. The family history included diabetes in father. The concomitant medications included brown seaweed extract, norco (acetaminophen and hydrocodone) 325mg/7.5mg, half to one tablet orally every six hours as needed, ortho all flex arcing spring diaphragm 75mm, skelaxin (metaxalone) 800mg one to three tablet orally as necessary for muscle spasm, tylenol (acetaminophen) one to two every day per four to six hours for pain. After an unspecified duration, approximately on (B)(6) 2012, she completed her menses. During her periods she developed fever for two days and had loss of energy that continued for another ten days. On (B)(6) 2012, she developed spotting again and had cramping for a day. She continued to have some cramping and felt moody. On (B)(6) 2012, the retained part of the device fell out. She suspected it to be miscarriage and consulted gynecologist on (B)(6) 2012, along with the retained part. The gynecologist inspected the object and recognized it as ob tampon. The gynecologist performed an unspecified vaginal examination to confirm nothing left inside her vagina which came out positive. Physical examination revealed a fair amount of yellow discharge in vagina. A bacterial swab was done which turned out to be negative. The consumer was diagnosed with foreign body in vulva and vagina. No treatment was indicated. After an unspecified duration, the events of vaginal discharge and cramps resolved. On an unspecified date in (B)(6) 2012, vaginal spotting resolved. The report remains serious. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2012, the consumer started using o.b procomfort multi pack (regular and super) vaginally, one tampon, six times a day for five days for menstruation (lot number (B)(4), expiration date unspecified). After an unspecified duration, in the last five days of (B)(6) 2012, when she pulled out the tampon, it broke and some part of it remained inside her vagina. She developed fever, chills and had lack of energy. On (B)(6) 2012, the retained part of the device fell out. On (B)(6) 2012, she consulted her gynecologist, the details of which were not reported. She continued to use the device. After an unspecified duration, on (B)(6) 2012, the events of fever, chills and lack of energy resolved. As manufacturer has not received the sample involved in this complaint, confirmation of the alleged complaint was not possible. Batch record review, retain sample visual inspection and lot trend analysis did not yield any non-conformances or adverse trends for this lot. Disposition of complaint is undetermined at this time. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received from legacy review on (B)(6) 2012. The case was considered as reportable malfunction in the united states.

Manufacturer narrative:
The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.